Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a faulty nav-ring. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer that the nav-ring is not a separate part and that it is part of front bezel. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the front bezel assembly which resolved the reported issue. However, per good faith effort (gfe) response received (B)(6)2024, it is unknown if the device passed required performance verification tests per philips standards and put back into service. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.